Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the power error happened during normal use. Customer said power error reoccurred after troubleshooting the insulin pump within four hours. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was returned for power error 25 alarm. Detailed trace analysis confirmed pump error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The device was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay.